Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been off the insulin pump since (B)(6)2017 due to the insulin pump continually powering off. The customer¿s blood glucose level was 170 mg/dl. The customer had attempted to insert multiple new batteries but the insulin pump kept powering off. The customer reported that the display was blank. Troubleshooting was performed but the display did not return. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm or blank display noted. Unit was received with stained/faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.